Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/18/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 12/10/2018. Additional narrative: it was reported that the patient experienced recurrent ventral incisional hernia, pain and adhesions following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2016. It was reported that she underwent laparoscopic repair of ventral hernia on (B)(6) 2016. No additional information was provided. Mwr-26112018-0000252909 submitted for adverse event which occurred on (B)(6) 2016. Mwr-26112018-0000252928 submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 12/10/2018additional h6 patient codes: 1695, 1994, 2240, 3189 - surgical interventionadditional information: a1, a2, b7, d7additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia, pain and adhesions following surgery. It was reported that the patient underwent mesh removal on 5/26/2016. It was reported that she underwent laparoscopic repair of ventral hernia on 10/18/2016. No additional information was provided.mwr-26112018-0000252909 submitted for adverse event which occurred on 5/26/2016.mwr-26112018-0000252928 submitted for adverse event which occurred on 10/18/2016.